Manufacturer narrative:
One device was returned for analysis of complaint that the lock sensor was defective. Functional testing was performed and the investigation did not confirm the complaint of defective lock sensor. However, investigation found the downstream occlusion (dso) seal was torn off and the dso sensor was defective. Resolution of the reported issue was not confirmed.

Event description:
It was reported that the lock sensor was defective. No patient harm was reported.